Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a pc board contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(6) alleging the onetouch verio iq meter has an error 1 and power issue. The patient reportedly was on vacation on (B)(6) 2012, and did not have a backup meter at the time of concern. He allegedly was having high symptoms described as "nausea, weakness, and some sweating" two hours prior to the onset of the alleged product issues at 7 pm. Since he was unable to test his blood glucose reading, he decided not to eat his meal based on his alleged high blood glucose symptoms. During troubleshooting, the power issue was resolved after the patient performed a rapid charge. On the other hand, error 1 was not resolved with training. The product was replaced and requested back for investigation. This complaint is being reported due to the alleged error 1 issue. There was no evidence the patient suffered a serious injury due to the alleged issue since the patient's symptoms preceded the onset of the product issue.